Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021, with blood glucose of 21 mg/dl. Other value was 359 mg/dl. Emergency medical service was called as a result of high blood glucose level. The customer was treated with intravenous drip and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer had alleged that insulin pump was over delivering. The insulin pump and reservoir will not be returned for analysis.